Event description:
Really could not get out of bed [mobility decreased]. Could not weight-bear for a day (right knee) [weight bearing difficulty] ([condition aggravated]). Significant swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 06-mar-2023 regarding an unsolicited valid serious case received from pharmacist via health authorities of united states under reference: (B)(4). This case involves a 60-years old female patient who received medical device hylan g-f 20, sodium hyaluronate [synvisc] and reported she really could not get out of bed, could not weight-bear for a day (right knee) and significant swelling (right knee). The patient's past medical history, medical treatment(s), concomitant medication (s) and family history were not provided. She had synvisc in the past and did well with them. She states no poultry or egg allergy/intolerance. On an unknown date on (B)(6) 2022, the patient had first injection of synvisc series. On (B)(6) 2022, the patient received second injection of hylan g-f 20, sodium hyaluronate in right knee (strength: 16mg/2ml) via intra articular route (with an unknown dose, frequency, batch number: crsp014a and expiry date: 31-aug-2025) for bilateral osteoarthritis. The patient reported after the second injection of synvisc into the bilateral knees last week for the third injection and states she had a very difficult time after the last injections, she really could not get out of bed (mobility decreased) (onset date: on (B)(6) 2022, latency: approximately few days) or weight-bear for a day (weight bearing difficulty) (onset date: on (B)(6) 2022, latency: approximately few days). She has significant swelling (injection site joint swelling) (onset date: on (B)(6) 2022, latency: approximately few days), no obvious redness. This lasted a couple of days and has improved, there is certainly not back to pre injection levels but she stated that this was far worse than after the first synvisc series (condition aggravated) (onset date: on (B)(6) 2022, latency: approximately few days) 2 weeks ago which she also had some discomfort and intolerance. She has been icing, using over-the-counter anti-inflammatories and tylenol. She does not feel that the knees are back to her preinjection's level. Action taken: unknown for all events. Corrective treatment: icing, using over-the-counter anti-inflammatories and tylenol for all events. Outcome: recovering for all events. Seriousness criteria: medically significant for all events. A product technical complaint (ptc) was initiated on 08-mar-2023 (ptc start date) for synvisc (lot/batch number: crsp014a, expiry date: 31-aug-2025) with global ptc number: (B)(4). Sample status was not available and ptc stated: complaint: adverse event. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 14mar2023). Investigation: batch#: crsp014a, synvisc was manufactured on 20sep2022 with expiration date of 31aug2025 yielding (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 5 complaints for mother lot: crsp0104 and sub-batches. 100292748 crsp014a plunger missing 100302463 crsp014a leakage at injection site/ adverse event / syringe issue nos100310438 crsp014a adverse event 100310443 crsp014a adverse event 100310469 crsp014a adverse event. There is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA (corrective and preventative actions) required. Sanofi will continue to adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. The final investigation was completed on 20-apr-2023 (closed ptc date) with summarized conclusion as no assessment possible. Additional information was received on 08-mar-2023 from quality department via other health professional: ptc number and details, batch number and expiry date were added. Text was amended. Additional information was received on 20-apr-2023 from quality department via other health professional: ptc results were added. Text was amended.

Event description:
Really could not get out of bed [mobility decreased]. Could not weight-bear for a day (right knee) [weight bearing difficulty]. ([Condition aggravated]) significant swelling (right knee) [injection site joint swelling]. Case narrative: initial information received on 17-feb-2023 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5115110. This case involves a 60-years old female patient who received medical device hylan g-f 20, sodium hyaluronate [synvisc] and reported she really could not get out of bed and could not weight-bear for a day. (Right knee) and significant swelling (right knee). The patient's past medical history, medical treatment(s), concomitant medication (s) and family history were not provided. She had synvisc in the past and did well with them. She states no poultry or egg allergy/intolerance. On an unknown date in (b)(6 2022, the patient had first injection of synvisc series. In (B)(6) 2022, the patient received second injection of hylan g-f 20, sodium hyaluronate in right knee (strength: 16mg/2ml) via intra articular route (with an unknown dose, frequency, batch number:crsp014a and expiry date: 31-aug-2025) for bilateral osteoarthritis. Information on batch number and expiry date was requested. The patient reported after the second injection of synvisc into the bilateral knees last week for the third injection and states she had a very difficult time after the last injections, she really could not get out of bed (mobility decreased) (onset date: (B)(6), 2022, latency: approximately few days) or weight-bear for a day (weight bearing difficulty) (onset date: (B)(6), 2022, latency: approximately few days). She has significant swelling (injection site joint swelling) (onset date: (B)(6), 2022, latency: approximately few days), no obvious redness. This lasted a couple of days and has improved, there is certainly not back to pre injection levels but she stated that this was far worse than after the first synvisc series (condition aggravated) (onset date: (B)(6), 2022, latency: approximately few days) 2 weeks ago which she also had some discomfort and intolerance. She has been icing, using over-the-counter anti-inflammatories and tylenol. She does not feel that the knees are back to her preinjection's level. Action taken: no action taken for all events corrective treatment: icing, using over-the-counter anti-inflammatories and tylenol for all events outcome: recovering for all events. Seriousness criteria: medically significant for all events a product technical complaint (ptc) was initiated on (B)(6), 2023 (ptc start date) for synvisc (lot/batch number: crsp014a, expiry date: 31-aug-2025) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc was set in process. Additional information was received on 08-mar-2023 from quality department via other health professional: ptc number and details, batch number and expiry date were added. Text was amended.